Manufacturer narrative:
The field service engineer determined the electrode was damaged. The electrode was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on cobas integra 400 plus serial number (B)(4). No incorrect results were reported outside of the laboratory. The reporter also noted they had been receiving ise sensor alarms for several days. Calibration alarms were also received. The patient sample initially resulted in a na value of 128.7 mmol/l. The sample was repeated three additional times, resulting in values of 131.8 mmol/l, 132.8 mmol/l, and 125.3 mmol/l. The customer did not know which result was correct.